Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was kinked, the imaging window and drive cable were twisted, the imaging window was detached near the lap joint section and near the tip, and the drive and coax cable were broken.

Event description:
It was reported that tip detachment occurred. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion but was unable to cross the lesion. When the device was being removed, severe resistance was encountered, and the catheter was separated 10 to 15 cm from the tip. A review of the cine showed the detached piece appeared to be in the aorta. A separate system was constructed using double guidewires and an 8f guide catheter. A snare was then used to catch the tip and pull it into the guide catheter so that it could be retrieved. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion but was unable to cross the lesion. When the device was being removed, severe resistance was encountered, and the catheter was separated 10 to 15 cm from the tip. A review of the cine showed the detached piece appeared to be in the aorta. A separate system was constructed using double guidewires and an 8f guide catheter. A snare was then used to catch the tip and pull it into the guide catheter so that it could be retrieved. The procedure was completed with another of the same device. No patient complications were reported.